Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The lesion size was 14 mm and located in the right middle lobe partially on the pleura. The physician believed the pneumothorax occurred due to the close proximity of the lesion to the pleural surface and that the pneumothorax could have potentially occurred via another biopsy modality. Per the physician, a post-procedure chest x-ray (cxr) identified a small pneumothorax: intra-procedural imaging did not show one; the patient was asymptomatic the entire time. Subsequent imaging (cxr) showed an increase in size from small to moderate; therefore, a 10 french chest-tube was placed. The patient was hospitalized for 2 days then discharged home in stable condition. The diagnosis was adenocarcinoma of the lung. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.